Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. The peritonitis was manifested as cloudy drainage and vomiting. The patient was hospitalized the same day as the onset of the peritonitis. On an unreported date, the patient began treatment with amikacin and vancomycin (routes, doses and frequencies not reported) for the peritonitis. The patient's pd catheter was removed nine days after being admitted to the hospital. The patient was discharged from the hospital the next day. The patient continued antibiotic treatment upon hospital discharge. Pd therapy was discontinued and the patient would switch to hemodialysis therapy. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.